Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A target lesion was located at percutaneous coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. Subsequently, a pinhole rupture was confirmed outside the body. However, it was further reported that all the components were completely and simply removed from the patient's body without problem. The procedure was completed with another of the same device. No patient complications reported and no problem on patient condition post procedure.